Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with a state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed. The air compressor will be removed and replaced during the repair process before being sent to the test line for full functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced with new batteries.

Event description:
The following has been reported: biomed reported: "red service needed error" patient harm: unknown a preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.